Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise that was being oversensed by the right ventricle (rv) lead. The noise was due to myopotential. Additionally, there was a drop in pacing impedances that went from 800-400 ohms. Technical services recommended to bring the patient in to evaluate the lead. The patient was evaluated and a chest x-ray was performed and it appears the rv lead was dislodged. It was noted it may be due to twiddlers syndrome. The patient elected not to have surgery as a result therapy was programmed off. At this time, the rv lead remains in service. No adverse patient effects were reported.